Manufacturer narrative:
Product event summary: the full lead was returned and analyzed no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were difficulties fixing a pacing lead during the implant procedure. It was also reported that after placing the lead the test parameters were not ideal and there were high thresholds and loss of capture on the pacing lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.